Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR. A review of device history records for mfg and supplier revealed no complaint related issues. Visual and functional testing passed both during the mfg investigation and at the supplier evaluation.

Event description:
According to the reporter, during a minimally invasive fusion at l3v-l5, the rod popped off the holder a few times. Surgeon re-engaged the rod with the rod holder to complete the procedure.